Manufacturer narrative:
Patient information unavailable from site. Other relevant device(s) are: product ID bi-500-01065, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during an unknown procedure. It was reported that after they positioned the imaging system and brought the mobile viewing station in, the pendant displayed three green checks when it booted but was stuck in standalone mode. The medtronic spine and biologics "representaive" was in the case and rebooted the system. This resolved the issue. No impact on patient outcome new information received: type of surgical procedure was unknown. Patient information is unknown. The issue occurred during the case. The was a delay of 10 min.